Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0yka6, implanted: (B)(6) 2015, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
(B)(4): information was received from a manufacturer representative regarding a patient undergoing surgery for an implantable neurostimulator (ins). A defective battery was reported. The representative indicated that the setscrew would not tighten when the torque wrench was used on the ins. A different torque wrench was used but the setscrew still would not tighten. A different ins was opened and worked.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins setscrew was backed out too far. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.